Event description:
Approximately three hours into the ptca and stenting of the lad, the physician states in his procedural report that just prior to removing the guiding catheter in question, the interventionalist noted that a 2-cm segment of the previously removed ptca wire in the ascending aorta, which gradually entered the descending aorta and eventually migrated into the distal left sfa. The fractured wire tip was removed with a 4.0-8.0 snare catheter. On retrieval it appeared that the wire did not actually fracture but was actually the hydrophilic cooating itself.